Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as the related custom device request was an initial request for a primary procedure. There have been no reported allegations or revisions of our product; therefore, the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: baseplate catalog#:unk lot#:unk. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-04589.

Event description:
It was reported that a patient is scheduled for a reverse total shoulder arthroplasty revision procedure to implant a custom glenoid component due to dislocation and loosening. No further information has been provided. Attempts to obtain additional information are in progress, however further information is not available at this time.